Event description:
Device malfunction: exchange sheath hub, "hemostasis diaphragm failure". Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. When placing the clip applier into the exchange sheath hub, the "hemostasis diaphragm" failed allowing blood flow from the exchange sheath. There were no adverse pt effects. Hemostasis was achieved using manual compression. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not completed.